Manufacturer narrative:
Based on the limited information provided, we are investigation this complaint further. There is no allegation that the invacare device malfunctioned. When additional information become available, a supplemental record will be filed.

Event description:
Customer states she received an irc5po2v concentrator from apria. She stated when the unit arrived, it was only in her house for 5 - 10 minutes when she had a severe allergic reaction. She states in this instance, the reaction she had was systemic, her nose was burning, she had gi swelling and distress, throat swelling, vomiting, and small hives all over her body. She states she administered an epi pen to herself.